Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the nurse discovered the device was broken into two pieces when removing it from the package. It was reported that there was no damage to the device packaging. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.